Manufacturer narrative:
The reason for this revision surgery was to remedy poly wear after 3.9 years of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product and was dispositioned rework for excessive length. Five parts were split to another work order, but not used in this lot. A review of the product complaint report history shows this is the second complaint for this part number, one other due to no bone in-growth. This is the first complaint for this lot number. The root cause of the poly wear was not determined with confidence, but was most likely due to implant selection. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt had polyethylene wear. The stem and head were revised to correct the length and prevent further polyethylene wear.